Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, following the previously reported pocket fill, the patient was reportedly deceased for approximately 1.5 hours and had to be revived at the hospital. The patient was "bad and had lost all hope to the point she wished no one would have brought her back". The patient was on "narconon". It was noted that the patient had no pump issues prior to this event. The patient outcome was not reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient stated that when they had a refill on (B)(6) 2014 ¿it was difficult from beginning to end¿. They stated, it was hard to get the pump area located, and they had trouble finding the part to get the syringe to go in. The syringe had to be forced to go in. The patient stated that the medication did go in after it was forced in. The patient¿s legs were checked for swelling but ¿that never happened because, they did not remember anything after that¿. They woke up in an ambulance going to the hospital. The patient stated that a pocket fill was performed. The patient was given several ¿narcons¿ at the hospital. Since the incident, the patient had been in horrible shape. A representative shut the pump down. The patient had no problem with the pump, stating it had been ¿the best thing that had ever happened to them¿, but it had not worked the way it should have since it was turned back up. They stated their legs were not working well and they had to use a walker. When the patient stood up their legs were like spaghetti. The patient collapsed in the parking lot about three weeks or a month prior to the report. They had an emg done over a month ago, but the results were not available. The patient stated there was no device malfunctions. The patient stated they had been up since 3 am because, they were in such pain. They had half a pain pill to get them through the morning and afternoon. Tests were performed to ¿make sure the catheter and pump were not leaking¿, though the dates and results were not specified. The pump was to be filled on (B)(6) 2014. The medications infused were fentanyl, bupivacaine, and morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that ¿it was like you wanted to hang yourself¿. Details regarding this statement were unclear. The patient experienced pain from the waist down. The patient thought she would have to be in a wheelchair. At the time of this report, patient still had some pain, but the pain was improved.

Event description:
Additional information received from a healthcare provider reported bupivacaine was causing leg weakness. The patient was insisting on increase of pump dose despite this. The bupivacaine was decreased in the next syringe. At the time of report, the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).